Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils had migrated") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back disorder in 1998, blood pressure high in 2008, chronic pain and back pain. Previously administered products included for an unreported indication: depo-provera and condoms. Past adverse reactions to the above products included contraception with condoms and depo-provera. Concurrent conditions included anxiety since 2014, irritable bowel syndrome since 2012, nausea, diarrhea, dysuria, frequency of menses, hematuria, vomiting, secondary dysmenorrhea and breast tenderness. Concomitant products included lorazepam for anxiety, carisoprodol and oxycodone for back disorder, amlodipine and benazepril for blood pressure high, ibuprofen for dysmenorrhea, pain, headache, migraine and back disorder, sidros (iron & vitamin c) for fatigue, docusate sodium (stool softener) for irritable bowel syndrome, axotal (fioricet) for migraine and nsaid's for pain. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (surgical removal of the essure device in 2014 or 2015, salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, headache, fatigue, uterine leiomyoma, menorrhagia and vaginal haemorrhage outcome was unknown, the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the migraine had not resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion the uterus is normal in contour, measuring 10.1 x 5,8 x 7.1 cm. Urinary bladder. Collapsed and sub optimally evaluated. Right ovary: the ovary is normal in morphology and measures 3.3 x 1.9 x 2.5cm for a total volume of 8.9ml. Ovarian blood flow is demonstrated. Left ovary: the ovary is normal in morphology and measures 2.8 x 1.7 x2.2 cm for a total. Volume of 5.9ml ovarian blood flow is demonstrated. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs - abnormal bleeding, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pelvic pain, fibroids, menorrhagia and vaginal bleeding. Concomitant disease, historical condition, historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of the essure device in 2014 or 2015). Essure was removed. At the time of the report, the device dislocation and abdominal pain outcome was unknown. The reporter considered abdominal pain and device dislocation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.